Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in fill channel, crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified sharp opening on patch bond edge, striated opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp pattern on patch bond edge of opening device assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional additionally reported "particles in valve" and "particles inside implant itself." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.